Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. It is suspected that the clinic performed double-pass treatment or treated the skin twice in one session, which is not recommended as specified during training and in the user manual. Double-pass treatment may increase the likelihood of adverse events. The rate seen (89 worldwide reportable incidents out of estimated 200,000+ procedures performed to date) is approximately 0.043% of the procedures and within the acceptable range as identified in risk analysis documentation. Patient identifier and weight requested.

Event description:
A clinic reported a patient who developed a suppurative abscess in right axilla 1.6 months post miradry treatment. The physician cleaned the affected area and prescribed IV and oral antibiotics. The symptoms were resolving.